Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer was hospitalized due to high blood glucose of 33mmol/l. Customer was admitted for diabetic ketoacidosis in other occasions but not this one. Customer stated the bolus on the insulin pump was not working. Customer does not recall any significant events prior to admission. The day prior customer had high blood glucose of 20.1mmol/l. Customer was wearing the device at the time of hospitalization. The drive support was ok. No visible damage to the device. Manual prime was performed on the device, insulin did exit. No leaks or air bubbles noted. The device passed high pressure test. The device was reset due to battery out limit. Customer requested the device to be replaced. No further info reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The device passed the functional testing including the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive "no delivery" alarm noted. No cosmetic damage noted.